Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by restarting the change cartridge process and resuming insulin administration without changing supplies.